Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower patient bin is saying failed unit. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower 6e2 patient bin displayed a "failed unit" message but did not provide an option to initiate recovery. The customer stated that the malfunction caused a delay in dispensing medications to the patient. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction : b5 and imdrf annex f. The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that ghost drawer icon identified on the device during troubleshooting. A field service engineer opened all tower doors to locate the source of the failure. The issue was resolved by manually failing and recovering the affected storage space. The customer then inventoried the medication, and the device was confirmed to meet all specifications. A functional test and diagnostic run were performed to verify successful repair. The system functioned as intended after the field service engineer repaired the device.